Manufacturer narrative:
Per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector damaged the intraocular lens (iol) as the iol was being deployed into the patient's operative eye. A back up lens was implanted to complete the procedure. No patient injury was reported. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 14 february 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the intraocular lens (iol) was received inside of a specimen cup. The complaint simplicity was received as well. No additional materials were received as part of this return. The complaint issues (delivery issue and lens damage) could not be confirmed, and no product deficiency could be identified. No conditions or damage with the lens were observed that could have contributed to a delivery issue. However, customer experience may be attributed to an excessive amount of force. The suspect product was received with cartridge tip cracked/damaged but it could not be confirmed to be related to the manufacturing/design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.